Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the impedance was low on the right ventricular lead. The lead was capped and replaced and the patient was stable.

Event description:
New information was received that the patient received inappropriate therapy due to atrial fibrillation. The inappropriate therapy was not due to the low impedance on the right ventricular lead.